Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported inflammation and excessive bleeding over 3 days. The patient reported gum damage saying "I started bleeding in my gums in one spot around aligner 8 only using my top aligner. Now I'm bleeding in multiple spots, a lot of blood and after I take my retainer off there is swelling and gum disfigurement. My gums looked squashed in some places. But they do not hurt, and it doesn't hurt when it bleeds. It just bleeds a lot and every time I put my aligners in, now I also have gum disfigurement" they reported they are still experiencing bleeding over a month later.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.